Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted because arm 3 had encountered a fault and had been disabled, and the customer had wanted to restore arm 3 function. The tse first reviewed the system logs and confirmed multiple errors that had pointed to the arm 3 unit. The tse then suggested a system power cycle, while noting the issue would likely have returned, but the customer declined to power cycle after consulting the surgeon and continued using the system with three arms. The tse also reviewed the system history and confirmed prior issues involving another arm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.